Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee ceiling system. During an acute interventional procedure, the customer reported a dose of less than 5% was displayed. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, x-ray tube arcing was determined. Arcing is a side effect when generating x-ray. Negative effects from arcing are managed by the system in a way that there is no significant impact to the clinical procedure. If arcing exceeds a certain level, there is no x-ray release possible. Further imaging can be continued after arcing stops. Following the results of the inspection, the most probable root cause of the failure is either loss of liquid metal from the anode bearing or oil getting into the x-ray tube insert due to a leakage in the welding line of the x-ray window of the tube vacuum housing. Loss of liquid metal or oil getting into the tube is always a reason for a loss of vacuum stability. This loss of vacuum stability leads to the x-ray tube not being voltage proof anymore. The probability for loss of liquid metal was significantly decreased by introducing various measures in the last years. The failure rate regarding x-ray window leakage was reduced significantly by changing the x-ray window welding to a more reliable and automatic machined process. The x-ray tube in question was manufactured in (B)(6) 2014, before these changes became valid. Since 2015, the tubes have been manufactured according to an improved process and no comparable failures have been identified. The affected x-ray tube was exchanged and the problem did not recur. The system has been returned to clinical operation.